Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported patient was revised to address disengagement of the articular surface locking screw. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown nexgen legacy constrained condylar knee femoral component catalog #: ni lot #: ni, unknown nexgen precoat stemmed tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient is scheduled to undergo a knee arthroplasty revision to address disengagement of the articular surface locking screw. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through radiographic inspection and the complaint was confirmed. The radiographs taken revaled a dislodged locking screw between the distal femoral component and proximal tibial component, however, the fit and alignment, as well as bone quality, appear normal. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.